Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving at one point an unknown concentration and dosage of dilaudid and an unknown concentration and dosage of morphine via an implantable pump. On 2017-mar-27, it was reported that the patient had never gotten out of their pain and was still in "a lot of pain". The patient also reported that they had chronic tachycardia for almost 2 years and ended up in the hospital. The patient noted as well that they were "getting worse and worse", "less able to do things", experienced "more problems occurring in back", couldn't "do anything", and were depressed. According to the patient, tests were run, though their healthcare providers (hcp) had trouble running the tests. The tests showed that the patient had new levels of herniation and damage. The patient saw an hcp about their pain in (B)(6) 2017. The hcp increased the pump dosage by 20%, but noted that the patient was only getting 0.022 for all their boluses, which was reported as low. The patient also noted that they were scheduled to see a different hcp, but the hcp called to tell the patient that the appointment was made by mistake and the appointment was cancelled. No further complications were reported.